Event description:
At a case on friday night. (7pm) . Doctor had ordered and was placing a zso-10-7 ((B)(4)) and a zso-10-4 ((B)(4)) off indication through an oesophageal perforation. I had advised that the use was off indication and the scope was not the normal scope used for placement in an ercp. There was difficulty pushing the stents through the scope using a pc-10 and a metii-35-480. ((B)(4)) olympus therapeutic gastroscope with 3.7mm channel. The stents were placed and the doctor completed the procedure with the devices as ordered by them. An njft-10 was placed after the stents as per indicated use. Immediately post procedure the patient was ok. No unintended part of the device remained inside the patient's body. Stents were left in place as wanted by the doctor. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zso-10-4 device of lot unknown involved in this complaint was not returned to cirl. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution zso-10-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0045) states the following: this device is used to drain obstructed biliary ducts. Do not use this device for any purpose other than stated intended use.. There is evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use it may lead to outcomes that were never intended to happen and were never studied. As the stent is intended to be placed to drain obstructed biliary ducts, placement of the stent through an oesophageal perforation is considered off-label. Summary: complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.